Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide study. (B)(6) ((B)(4)). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted into the patient. On (B)(6) 2023, a thrombus was found on the device by transesophageal echocardiogram (tee). Medication was administered. The patient was reported to be stable. No additional information was provided.

Manufacturer narrative:
An event of thrombus was reported. Information from the field indicated that the patient did not have any hematological disorders predisposing to abnormal thrombus formation. However, additional information did indicate that the patient was not heparinized during the procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the amplatzer amulet procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.